Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted tech support engineer (tse) to report that the system had an error 323 indicating a problem with the energy shield monitor (esm). Tse walked the customer through a hard power cycle on the esm and the tower and checked all power and communication cables with no change. The procedure was aborted to another dv system/no patient involvement with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After replacing energy shield monitor (esm) due to error 323, fse continued to program the new esm; however, node csm_pic was not reporting and was unable to program. Fse then checked cables in the back of the tower and noticed that the low voltage differential signaling (lvds) cable on the core was not plugged into the bottom port but plugged into the top port. Fse then switched the cable from the top port to the bottom and was able to program node. Fse then performed system power cycle and was able to successfully complete system verification. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The esm was returned for failure analysis, and the reported 323 error was confirmed but not replicated. In system logs, the 323 error was found indicating node not present, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The complaint was confirmed based on failure analysis. While the root cause could not be determined based on failure analysis, the cause is likely due to an electrical component failure within the esm.